Manufacturer narrative:
Initial reporter zip code (B)(6).

Event description:
It was reported that death occurred. Vascular access was obtained via a right transfemoral approach. A 15f isleeve introducer sheath was placed. A xs safari2 guidewire was positioned. A 25mm lotus edge valve was successfully implanted with no coronary obstruction nor paravalvular leak (pvl) noted. No patient complications were reported and the patient was discharged the next day. Four days later, while at home, the patient experienced lightheadedness. The patient initially refused to come to the hospital; however, the family later convinced the patient to seek medical attention. The patient died en route to the hospital.

Manufacturer narrative:
B2 date of death corrected. B5 describe event or problem updated. B6 relevant tests/laboratory data updated. E1 initial reporter zip code (B)(6). F10 patient codes updated.

Event description:
It was further reported that the patient's death was determined to be unrelated to the lotus edge valve or the vale implant procedure. The cause of death was decompensation due to congestive heart failure. It was reported that death occurred. Vascular access was obtained via a right transfemoral approach. A 15f isleeve introducer sheath was placed. A xs safari2 guidewire was positioned. A 25mm lotus edge valve was successfully implanted with no coronary obstruction nor paravalvular leak (pvl) noted. No patient complications were reported and the patient was discharged the next day. Four days later, while at home, the patient experienced lightheadedness. The patient initially refused to come to the hospital; however, the family later convinced the patient to seek medical attention. The patient died en route to the hospital.